Manufacturer narrative:
Batch reviews performed on 09 january 2017. Lot 160501: (B)(4) items manufactured and released on 02 may 2016. Expiration date: 2021-04-12. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 162712 (k112115) (B)(4) items manufactured and released on 29 july 2016. Expiration date: 2021-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to dislocation. The patient had a revision of a bipolar head and a ceramic head. The surgery was completed successfully. X-rays and explants are not available.